Event description:
It was reported that the patient presented with bleeding at the site of the implantable cardioverter defibrillator. The device and left ventricular lead were explanted due to possible pocket infection. The patient was stable.

Manufacturer narrative:
Interrogation of the device revealed it was above elective replacement indicator (eri) when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri). A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities.